Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that patient presented for in-clinic follow up. Upon device interrogation it was noted that the right ventricular lead exhibited an increase in threshold values. The impedance was high but in range. The patient was stable and will continue with scheduled monitoring.